Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, a4, b4, b7, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use with part of the post feature fractured as well as an additional crack on the device. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the provisional fractured during insertion as part of a knee procedure. Attempts to obtain additional information have been made; however, no more is available at this time.